Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-12387; related manufacturer report 1627487-2019-12389. It was reported that patient experienced unintended stimulation at the opposite side of where the leads were implanted. Patient denies any traumas. Upon x-ray review, lead migration issue was confirmed outside of the dorsal root ganglion (drg) space. Leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.